Manufacturer narrative:
Corrected data: d9, e2, e3, & g2 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective latch/locker could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective video socket and connector were found during the evaluation. Additionally, the video socket connector had a defective latch and wouldn¿t properly secure the video cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing connection issues. According to the initial reporter, the front connector had a broken pin. There was no patient harm reported as a result of this event.